Event description:
(B)(6) 2024, 1:30 pm by risk, rde--- when scanning a new bag of levophed and then scanning the b. Braun pump, we went to change the volume of the bag before accepting the information the pump gave us. The pump then gave an error warning and stopped infusing. This patient already had levophed infusing at .2 mcg/kg/min and the infusion wasn't running while the pump was in error mode, and then in the subsequent minutes that we were trying to re-scan and troubleshoot to get it to start running again. Eventually, we had to put the infusion on a different pump. This b. Braun malfunction was extremely dangerous. Luckily, the patient did not become unstable during this event, but certainly could have, as the dose that was stopped by the error is pretty significant.